Event description:
Per the surgeon, the patient underwent surgery (B)(6) 2013 due to a loose fixture and subsequently the device was explanted. The device has not been made available for analysis as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report is filed april 7, 2014.